Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a clinical study regarding a patient with an implantable drug infusion pump indicated for movement disorders. It was reported the patient had been diagnosed with a subcutaneous reaction related to a remodulin post pump refill. About 3 hours after a pump refill on (B)(6) 2016, the subject experienced swelling, erythema, heat, and discomfort at the pump site. Swelling was limited to the puncture site; the erythema and heat had spread beyond the pump site and mainly to the left side of the pump. Discomfort was noted in the area of erythema and heat. Remodulin was chilled at the time of refill. The hcp saw the patient and did not think it was a remodulin reaction, slight possibility of a pocket infection. Cause of the adverse event was unknown. Oral cephalexin and advil were initiated. The event was considered resolved on (B)(6) 2016. Approximately 3 hours after pump refill on (B)(6) 2016, the subject treated self with advil for subcutaneous reaction. Cause of adverse event was unknown. The event was considered resolved on (B)(6) 2016. No follow-up is required at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.